Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device was recommended for explant, however the device remains in service. The field representative does not know any further information about a device change out for this patient. No adverse patient effects were reported.